Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in france. The patient reported that the product not adhering enough long on (B)(6) 2024. Patient had to change it earlier than the seven days expected. No further information available.